Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports they have notified their hcp (healthcare provider) and surgery was noted on (B)(6) 2015. The circumstances that led to the problems was the patient started hurting just day after surgery of 2014. Sharp pain and nausea which the patient couldn't do much of anything. The patient noted that the most recent implant was so far so good on every kind of symptom after 2014 surgery. The steps taken to resolve the issues was the patient went to doctor often starting just after surgery of 2014. The patient reported that the other doctor did not put 2014 stimulator in right. In 2015, it was finally fixed. The patient indicated that the same pocket was used after many surgeries and thought that a new pocket should had been made. The patient reported one year of pain and being sick all the time was not fair.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the gastric stimulator was bothering her. The patient had their 4th stimulator put in on (B)(6) 2014. She had been having problems every since. They say it had slipped out of the pocket. It had been a big problem every since. The patient called the doctors and they keep sending her to the other. The patient had number 24 of their experimental surgery with no problems and it lasted almost 10 years. Had the 2nd put implant in a different state with different healthcare provider lasted almost three years. Number 4 put in and problems right from the start. Patient reported no one will help her. The indications for use for this patient was gastric stimulation.